Event description:
Post surgical patient receiving epidural pca for pain control. Patient admitted to post op ward from recovery room. Experienced respiratory arrest several hours after admission. Concern regarding function of pca pump.